Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an rx bilary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the biliary duct performed on (B)(6), 2011.according to the complainant, during the ercp procedure, the physician decided to place a stent. When advancing the device through the endoscope, the stent prematurely released from the delivery system and became stuck in the working channel of the endoscope. The endoscope was removed from the patient with the stent inside. No damage was noted to the device. It was confirmed by the complainant that the stenting portion of this procedure was not necessary for the patient; the ercp had been enough and it was decided to end the procedure without stenting.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.